Event description:
It was reported that the blue vinyl covering the catheter was found to be torn upon opening the package and the catheter was found to be protruding and hence couldn¿t be used.

Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the blue vinyl covering the catheter was found to be torn upon opening the package and the catheter was found to be protruding and hence couldn¿t be used.